Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the back haptic was torn. The lens was removed with no patient injury, no enlarged incision or sutures. A capsule tear was present but the tear had occurred prior to insertion of the lens. No vitrectomy was performed. A sulcus lens was implanted. The reporter stated the lens did not malfunction, the lens damage was due to a loading error. This facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
Patient code: 2199 - labeled. Device code: 2634 - unlabeled. Claim # 421212.